Event description:
Baxter product surveillance (bps) spoke with the home patient (hp) regarding an unrelated event on (B)(6) 2012. The hp reported that they had a check heater line alarm on (B)(6) 2012. The patient had resolved the alarm by removing the bag from the heater line and replacing it with a new one. Bps explained that all new supplies should be used when something is being replaced and suggested calling global technical services in the future for troubleshooting assistance. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.